Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardioverter defibrillator delivered a patient notification for an out of range atrial lead impedance of 2075 ohms. It was also noted that atrial lead noise was observed in the stored episodes. No noise or out of range impedance values could be reproduced in clinic. The patient notifier for atrial lead impedance was disabled, and the lead impedance would be monitored via (B) (4).